Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was no output on the ventricular side. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper case was broken, the lower case was broken, the display lens was broken, the battery release was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed and the ring was bent. Further analysis was performed on the heart lead flex. This analysis found that the improper ventricular output was due to a diode component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.